Event description:
It was reported to philips that the wired footswitch was damaged and could not be used. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch was not working. Upon troubleshooting fse found that footswitch was defective and the cable of footswitch was broken. To resolve the issue, fse replaced the wired footswitch. The defective footswitch was returned to philips for analysis and found that footswitch cable was broken, which was repaired by using tape and a bandage. Additionally, the analysis revealed other issues, including signs of wear on both sides of the footswitch, a damaged connector, two broken locking pins, and a missing anti-slip feature along with a loose bracket. The system was returned to use in good working order. The codes were updated based on the investigation outcome.